Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir o ring came out. The customer¿s blood glucose level was 200 mg/dl. The customer also stated that the reservoir was unable to lock in place.. The product will be returned for the analysis.

Manufacturer narrative:
Device received with broken battery tube thread, reservoir tube lip completely broken off and missing reservoir tube lip o ring noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.